Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal infection ("frequent vaginal infections") with vulvovaginal discomfort, abdominal distension ("bloating") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, vaginal infection, abdominal distension and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, genital haemorrhage, pelvic discomfort, pelvic pain and vaginal infection to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain/pain') and genital haemorrhage ('irregular bleeding/ abnormal bleeding ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal infection ("frequent vaginal infections") with vulvovaginal discomfort, abdominal distension ("bloating"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, abdominal pain, vaginal infection and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine, pelvic discomfort, pelvic pain and vaginal infection to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain/pain') and genital haemorrhage ('irregular bleeding/ abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal infection ("frequent vaginal infections") with vulvovaginal discomfort, abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, vaginal infection, abdominal distension and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine, pelvic discomfort, pelvic pain and vaginal infection to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : new event added migraines , headaches , autoimmune disorder nos, hypersensitivity symptom. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") and genital haemorrhage ("irregular bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal infection ("frequent vaginal infections") with vulvovaginal discomfort, abdominal distension ("bloating") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove her fallopian tubes, essure coils and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, vaginal infection, abdominal distension and genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, genital haemorrhage, pelvic discomfort, pelvic pain and vaginal infection to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe pain/pain') and genital haemorrhage ('irregular bleeding/ abnormal bleeding ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal infection ("frequent vaginal infections") with vulvovaginal discomfort, abdominal distension ("bloating"), migraine ("migraines"), headache ("headaches"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, abdominal pain, vaginal infection and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine, pelvic discomfort, pelvic pain and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff subsequently sought treatment for her symptoms but her treating physicians were unable to resolve her symptoms. Her symptoms resolved following her explant surgery but she was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively and she has otherwise suffered serious permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporters, lab data and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.